Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of less than 20 ohms along with the device displaying a code 1004 which is indicative of a short circuit condition was detected during shock delivery. This patient was scheduled for a system replacement however canceled due to an unknown reason. This rv lead remains in service at this time. The field representative will update once this rv lead has been replaced. No adverse patient effects were reported. Additional information was received that in clinic testing was performed which did not reveal any observations. Ts and the field representative discussed that the recommendation is to replace this rv lead and device. This rv lead was implanted in (B)(6) 1999. The field representative questioned if a previously abandoned lead could be contributing in which ts noted it could however there is no way to prove this at this time. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of less than 20 ohms along with the device displaying a code 1004 which is indicative of a short circuit condition was detected during shock delivery. This patient was scheduled for a system replacement however canceled due to an unknown reason. This rv lead remains in service at this time. The field representative will update once this rv lead has been replaced. No adverse patient effects were reported. Additional information was received that in clinic testing was performed which did not reveal any observations. Ts and the field representative discussed that the recommendation is to replace this rv lead and device. This rv lead was implanted in 1999. The field representative questioned if a previously abandoned lead could be contributing in which ts noted it could however there is no way to prove this at this time. This rv lead remains in service. Additional information was received that this patient had previously been inappropriately shocked while they were interacting with wires and electrical items. The health care professional (hcp) attempted to perform a manual capacitor reformation and the code 1004 appeared again. The physician and this patient is aware and understand this device may be compromised however they both are electing to not replace at this time. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of less than 20 ohms along with the device displaying a code 1004 which is indicative of a short circuit condition was detected during shock delivery. This patient was scheduled for a system replacement however canceled due to an unknown reason. This rv lead remains in service at this time. The field representative will update once this rv lead has been replaced. No adverse patient effects were reported.